Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. However, the procedure was aborted due to urethral damage. Five months later, the replacement surgery was successfully completed. No additional information was reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.